Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by excessive fluid ingress. The device was labeled not for clinical use and was scrapped. Analysis of reports of this type has not identified an increase in trend.